Manufacturer narrative:
Evaluation of the returned cat7 revealed a kink on its mid-shaft and confirmed an air leak at the kinked location. This kink was likely the reported fracture in the catheter mid-shaft. If the device is forcefully advanced against resistance during use, damage such as a kink may occur. This kink likely contributed to the air leakage during the procedure and functional testing. Further evaluation of the device revealed additional kinks on the proximal shaft. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7). During the procedure, the physician advanced the cat7 to the target vessel with resistance and completed several passes. It was reported that there were multiple lesions in the target vessel that caused resistance. Upon removal of the cat7 to take a picture, the physician heard air leaking from the cat7 and noticed that the cat7 was fractured at the mid-shaft. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a new cat7. There was no report of an adverse effect to the patient.